Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the customer via phone. The tse recommended to perform ground isolation and to replace the graphic user interface (gui) cable. The customer is not authorizing covidien service to repair the device at this time. (B)(4).

Event description:
Covidien received information stating that while in use on a patient an 840 ventilator generated a device alert. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.